Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the inaccuracy occurred mid procedure and that the surgeon proceeded with the surgical procedure since the tumor was superficial. The 5mm inaccuracy was a projection and the surgeon confirmed that they were on the tumor even though the system was inaccurate. The surgery was successfully completed and a system checkout was completed with resin head registration/tracing and it was accurate. It was noted that the probable cause of the issue was the surgeons tracing pattern and MRI scan. The issue was resolved at the time of report.

Manufacturer narrative:
The software analysis was unable to determine probable cause of the reported issue. They are suspecting poor registration image and technique. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software: sw app (B)(4)stealth s8 app, software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, there was an alleged inaccuracy when reaching a superficial tumor. On the surface, the accuracy was good but after getting closer to the tumor, the navigation was allegedly deep by 5 mm. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.